Manufacturer narrative:
Upon follow up, the customer confirmed there was a clot in the sample and the sample was of bad quality. The customer was advised to take care with preanalytical handling of the samples in the future.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received questionable crpl3 c-reactive protein gen.3 and elecsys tsh assay results for one patient sample. The initial testing did not produce a numeric result, but gave a data alarm on the crp result indicating a clot in the sample. The sample was visually checked and recentrifuged. The sample was then repeated with a crp result of 0.09 mg/l. This result was sent to the laboratory information system (lis) and reported outside the laboratory as <0.6 mg/l. The tsh result was 3.28 miu/l which was believed to be correct and reported outside the laboratory. Because of the difference from the crp result the day before and the patient's clinical picture, the sample was retested on another cobas analyzer and the crp result was 282.52 mg/l. This result was believed to be correct. The repeat tsh result was 0.049 miu/l. This result was believed to be incorrect. There was no allegation of an adverse event. The crp reagent lot number was 216994. The expiration date was 05/31/2018. The tsh reagent lot number was 22637600. The expiration date was requested but was not provided. Qc was tested shortly after the issue and was within specification. No other issues or alarms were received. As this was the only incident and the analyzer detected a clot, a preanalytic issue with the sample was suspected.